Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that the a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude rande at the time of the alarm. Reportedly, the customer successfully loaded a new cartridge to address the issue. Customer's blood glucose level was between 300 and 400 mg/dl.